Manufacturer narrative:
Invacare was in contact with the end user during the time the alleged malfunction occurred ((B)(6) 2016) but was not made aware until 11/8/17. In an attempt to have the chair evaluated, invacare contacted 2 providers who were unable to assist the end user. An associate from invacare went to assess the chair, which is beyond the warranty period. No malfunctions were found which would cause the issues the end user described. Additional information has been requested regarding the alleged injuries, none has been provided. No further details have been provided regarding any medical records or medical intervention. Should additional information become available, a supplemental record will be filed.

Event description:
The caller states on (B)(6) 2016, while at work his apron got caught on the chair causing him to spin in circles. He relates that the malfunction caused an injury that lead to permanent brain damage and the inability to work any longer. He reports his apron caught on the on/off switch located on the side of the joystick which turned the chair on and caused the incident. He states he has not used the chair since the incident.